Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2011 as part of the (B)(4) study. According to the complainant, the patient had a successful bt procedure on (B)(6) 2011 and was scheduled to undergo their second bt procedure on (B)(6) 2011. However, while observing the lower right lobe of the lung, the investigator noted that the lobe had numerous areas of mucous. The area was attempted to be washed and a biopsy was taken. The procedure was postponed as the respiratory cultures were positive for staph aureus. The patient was treated with levaquin 750mg/day for 7 days. The event was reported as still continuing. The (B)(6) procedure had been completed with the alair bt catheter with no device malfunctions reported. Update 09dec2011. Additional details regarding the patient's first procedure on (B)(6) 2011 were provided. The procedure was reported to be uneventful. Following the procedure on (B)(6) 2011 the patient was discharged with stable lung function. On (B)(6) 2011, the patient reported experiencing "voice disturbance." This was treated with over the counter cough drops, and resolved on (B)(6) 2011. There were no other adverse events, and patient did not require any hospitalizations as a result of the voice disturbance. The patient was evaluated on (B)(6) 2011 and found to be ready for her second bt procedure. On (B)(6) 2011 the patient was prepped for the second bt procedure at which time the airways in the left lower lobe were to be treated. In examining the previously treated airways in the right lower lobe, the physician noted areas that appeared pale and had numerous areas of mucous. The mucous could not be easily suctioned. Bronchial lavage and airway biopsy samples were taken for microbiological and pathological examination. The procedure to treat the left lower lobe was postponed. Microbiology respiratory cultures confirmed "light growth staphylococcus aureus in the rll tissue biopsy" and "heavy growth staphylococcus aureus in the rll lavage sample." Additionally, the pathology report showed partial necrosis of the mucosa and submucosa in the bronchial biopsy samples (reflecting the thermal injury induced during the bt procedure). The physician noted that there was no impact on the patient's lung function and the patient had no symptomology or clinical presentation. The postponed procedure was rescheduled for (B)(6) 2012. An evaluation of the right lower lobe airways (treated during the first procedure on (B)(6) 2011) showed significant improvement of the mucosal injury pattern, although there was still some residual injury which the physician feels will likely improve. The physician specifically noted that there was no evidence of stricture formation. As before the patient had no symptomology or clinical presentation and there was no impact on the patient's lung function. The physician plans to wait for at least 6 weeks before the next assessment and potential treatment of the left lower lobe. Information regarding this patient's medications was provided: the patient's medications include ics and laba (inhaled corticosteroid and long-acting beta agonist). Additionally the patient also takes an antihistamine (zyrtec d), and uses asmanex and ventolin prn. Patient is not on oral corticosteroids as controller medication. The following information provides a perspective on this event: the pathology findings are consistent with histological observations previously noted in dog airways at approximately 2 to 3 weeks post-bt. Staphylococcus aureus is present in anterior nares of 20-30% of population. Higher carriage rates seen in diabetics, injection drug users (idu), hiv or dialysis pts. Carriers have > risk of subsequent infection (christof von eiff, m.d., karsten becker, m.d., konstanze machka, m.sc., holger stammer, m.sc., and georg peters, m.d. Nasal carriage as a source of staphylococcus aureus bacteremia. N engl j med 2001; 344:11-16, january 4, 2001). It is known that there is a small but documented risk of introducing infections through bronchoscopes that might not be appropriately cleaned or disinfected (mehta ac, prakash ubs, garland r, et al. Prevention of flexible bronchoscopy-associated infection. Chest 2006; 128:1742-55). It has further been reported that infections with staphylococcus aureus can impair mucosal healing (jervis-bardy j, foreman a, field j, wormald pj. Impaired mucosal healing and infection associated with staphylococcus aureus after endoscopic sinus surgery. Am j rhinol allergy. 2009 sep-oct; 23(5):549-52). Update 13dec2012. The reported event of inflammation of the right lower lobe resolved on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2011 as part of the post approval (B)(4). According to the complainant, the patient had a successful bt procedure on (B)(6), 2011 and was scheduled to undergo their second bt procedure on (B)(6), 2011. However, while observing the lower right lobe of the lung, the investigator noted that the lobe had numerous areas of mucous. The area was attempted to be washed and a biopsy was taken. The procedure was postponed as the respiratory cultures were positive for staph aureus. The patient was treated with levaquin 750mg/day for 7 days. The event was reported as still continuing. The (B)(6) procedure had been completed with the alair bt catheter with no device malfunctions reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Study: (B)(4) evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)).

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study: (B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2011 as part of the (B)(4) study. According to the complainant, the patient had a successful bt procedure on (B)(6), 2011 and was scheduled to undergo their second bt procedure on (B)(6), 2011. However, while observing the lower right lobe of the lung, the investigator noted that the lobe had numerous areas of mucous. The area was attempted to be washed and a biopsy was taken. The procedure was postponed as the respiratory cultures were positive for (B)(6). The patient was treated with levaquin 750mg/day for 7 days. The event was reported as still continuing. The (B)(6) procedure had been completed with the alair bt catheter with no device malfunctions reported. Update (B)(4) 2011: additional details regarding the patient's first procedure on (B)(6), 2011 were provided. The procedure was reported to be uneventful. Following the procedure on (B)(6), 2011 the patient was discharged with stable lung function. On (B)(6), 2011, the patient reported experiencing "voice disturbance". This was treated with over the counter cough drops, and resolved on (B)(6), 2011. There were no other adverse events, and patient did not require any hospitalizations as a result of the voice disturbance. The patient was evaluated on (B)(6), 2011 and found to be ready for her second bt procedure. On (B)(6), 2011 the patient was prepped for the second bt procedure at which time the airways in the left lower lobe were to be treated. In examining the previously treated airways in the right lower lobe, the physician noted areas that appeared pale and had numerous areas of mucous. The mucous could not be easily suctioned. Bronchial lavage and airway biopsy samples were taken for microbiological and pathological examination. The procedure to treat the left lower lobe was postponed. Microbiology respiratory cultures confirmed "light growth (B)(6) in the rll tissue biopsy" and "heavy growth (B)(6) in the rll lavage sample". Additionally, the pathology report showed partial necrosis of the mucosa and submucosa in the bronchial biopsy samples (reflecting the thermal injury induced during the bt procedure). The physician noted that there was no impact on the patient's lung function and the patient had no symptomology or clinical presentation. The postponed procedure was rescheduled for (B)(6), 2012. An evaluation of the right lower lobe airways (treated during the first procedure on (B)(6), 2011) showed significant improvement of the mucosal injury pattern, although there was still some residual injury which the physician feels will likely improve. The physician specifically noted that there was no evidence of stricture formation. As before the patient had no symptomology or clinical presentation and there was no impact on the patient's lung function. The physician plans to wait for at least 6 weeks before the next assessment and potential treatment of the left lower lobe. Information regarding this patients medications was provided: the patient's medications include ics and laba (inhaled corticosteroid and long-acting beta agonist). Additionally the patient also takes an antihistamine (zyrtec d), and uses asmanex and ventolin prn. Patient is not on oral corticosteroids as controller medication. The following information provides a perspective on this event: the pathology findings are consistent with histological observations previously noted in dog airways at approximately 2 to 3 weeks post-bt. (B)(6) is present in anterior nares of 20-30% of population. Higher carriage rates seen in diabetics, injection drug users (idu), hiv or dialysis pts. Carriers have > risk of subsequent infection (christof von eiff, m.d., karsten becker, m.d., konstanze machka, m.sc., holger stammer, m.sc., and georg peters, m.d. Nasal carriage as a source of staphylococcus aureus bacteremia. N engl j med 2001; 344:11-16, january 4, 2001) it is known that there is a small but documented risk of introducing infections through bronchoscopes that might not be appropriately cleaned or disinfected (mehta ac, prakash ubs, garland r, et al. Prevention of flexible bronchoscopy-associated infection. Chest 2006; 128:1742-55). It has further been reported that infections with staphylococcus aureus can impair mucosal healing (jervis-bardy j, foreman a, field j, wormald pj. Impaired mucosal healing and infection associated with staphylococcus aureus after endoscopic sinus surgery. Am j rhinol allergy. 2009 sep-oct; 23(5):549-52). Update (B)(6), 2012: the patient's second bt procedure was rescheduled for (B)(6), 2012. Per the investigator, all treated areas of the rll were normal in appearance, except for two areas of what was likely excessive necrosis and resultant mild stenosis. The procedure for bt treatment of the left lower lobe was postponed at this time. Per the investigator "from a clinical standpoint this patient is doing very well. Her need for rescue medicine is markedly (decreased) since her initial treatment. For example, she is able to go outdoors in snow - something she hadn't done for years without bronchospasm, etc. In light (of) such improvement I believe that the above abnormalities are not clinically significant and would favor moving on the next phase of treatment". The adverse event name of "voice disturbance" was updated to "throat irritation". Additionally, it has been reported that the throat irritation resolved on (B)(6), 2011 as opposed to (B)(6), 2011 as was originally reported.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2011 as part of the (B)(6) study. According to the complainant, the patient had a successful bt procedure on (B)(6), 2011 and was scheduled to undergo their second bt procedure on (B)(6) 2011. However, while observing the lower right lobe of the lung, the investigator noted that the lobe had numerous areas of mucous. The area was attempted to be washed and a biopsy was taken. The procedure was postponed as the respiratory cultures were positive for staph aureus. The patient was treated with levaquin 750mg/day for 7 days. The event was reported as still continuing. The (B)(6) procedure had been completed with the alair bt catheter with no device malfunctions reported. ***update (B)(6) 2011** additional details regarding the patient's first procedure on (B)(6) 2011 were provided. The procedure was reported to be uneventful. Following the procedure on (B)(6) 2011 the patient was discharged with stable lung function. On (B)(6) 2011, the patient reported experiencing 'voice disturbance.' This was treated with over the counter cough drops, and resolved on (B)(6) 2011. There were no other adverse events, and patient did not require any hospitalizations as a result of the voice disturbance. The patient was evaluated on (B)(6) 2011 and found to be ready for her second bt procedure. On (B)(6) 2011 the patient was prepped for the second bt procedure at which time the airways in the left lower lobe were to be treated. In examining the previously treated airways in the right lower lobe, the physician noted areas that appeared pale and had numerous areas of mucous. The mucous could not be easily suctioned. Bronchial lavage and airway biopsy samples were taken for microbiological and pathological examination. The procedure to treat the left lower lobe was postponed. Microbiology respiratory cultures confirmed 'light growth (B)(6) in the rll tissue biopsy' and 'heavy growth (B)(6) in the rll lavage sample.' Additionally, the pathology report showed partial necrosis of the mucosa and submucosa in the bronchial biopsy samples (reflecting the thermal injury induced during the bt procedure). The physician noted that there was no impact on the patient's lung function and the patient had no symptomology or clinical presentation. The postponed procedure was rescheduled for (B)(6) 2012. An evaluation of the right lower lobe airways (treated during the first procedure on (B)(6), 2011) showed significant improvement of the mucosal injury pattern, although there was still some residual injury which the physician feels will likely improve. The physician specifically noted that there was no evidence of stricture formation. As before the patient had no symptomology or clinical presentation and there was no impact on the patient's lung function. The physician plans to wait for at least 6 weeks before the next assessment and potential treatment of the left lower lobe. Information regarding this patients medications was provided: the patient's medications include ics and laba (inhaled corticosteroid and long-acting beta agonist). Additionally the patient also takes an antihistamine (zyrtec d), and uses asmanex and ventolin prn. Patient is not on oral corticosteroids as controller medication. The following information provides a perspective on this event: the pathology findings are consistent with histological observations previously noted in dog airways at approximately 2 to 3 weeks post-bt; (B)(6) is present in anterior nares of 20-30% of population. Higher carriage rates seen in diabetics, injection drug users (idu), (B)(6) or dialysis pts. Carriers have > risk of subsequent infection (christof von eiff, m.d., karsten becker, m.d., konstanze machka, m.sc., holger stammer, m.sc., and georg peters, m.d. Nasal carriage as a source of staphylococcus aureus bacteremia. N engl j med 2001; 344:11-16, january 4, 2001); it is known that there is a small but documented risk of introducing infections through bronchoscopes that might not be appropriately cleaned or disinfected (mehta ac, prakash ubs, garland r, et al. Prevention of flexible bronchoscopy-associated infection. Chest 2006; 128:1742-55); it has further been reported that infections with (B)(6) can impair mucosal healing (jervis-bardy j, foreman a, field j, wormald pj. Impaired mucosal healing and infection associated with staphylococcus aureus after endoscopic sinus surgery. Am j rhinol allergy. 2009 sep-oct; 23(5):549-52); **update (B)(6) 2012** the patient's second bt procedure was rescheduled for (B)(6) 2012. Per the investigator, all treated areas of the rll were normal in appearance, except for two areas of what was likely excessive necrosis and resultant mild stenosis. The procedure for bt treatment of the left lower lobe was postponed at this time. Per the investigator 'from a clinical standpoint this patient is doing very well. Her need for rescue medicine is markedly (decreased) since her initial treatment. For example, she is able to go outdoors in snow - something she hadn't done for years without bronchospasm, etc. In light (of) such improvement I believe that the above abnormalities are not clinically significant and would favor moving on the next phase of treatment.' The adverse event name of "voice disturbance" was updated to "throat irritation". Additionally, it has been reported that the throat irritation resolved on (B)(6) 2011 as opposed to (B)(6) 2011 as was originally reported. ***update 10jan2013*** the reported event of throat irritation resolved on november 2, 2011 as was originally reported.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2011 as part of the (B)(4) study. According to the complainant, the patient had a successful bt procedure on (B)(6) 2011 and was scheduled to undergo their second bt procedure on (B)(6) 2011. However, while observing the lower right lobe of the lung, the investigator noted that the lobe had numerous areas of mucous. The area was attempted to be washed and a biopsy was taken. The procedure was postponed as the respiratory cultures were positive for (B)(6). The patient was treated with levaquin 750mg/day for 7 days. The event was reported as still continuing. The (B)(6) procedure had been completed with the alair bt catheter with no device malfunctions reported. Update (B)(4) 2011: additional details regarding the patient's first procedure on (B)(6), 2011 were provided. The procedure was reported to be uneventful. Following the procedure on (B)(6), 2011 the patient was discharged with stable lung function. On (B)(6) 2011, the patient reported experiencing "voice disturbance". This was treated with over the counter cough drops, and resolved on (B)(6) 2011. There were no other adverse events, and patient did not require any hospitalizations as a result of the voice disturbance. The patient was evaluated on (B)(6) 2011 and found to be ready for her second bt procedure. On (B)(6), 2011 the patient was prepped for the second bt procedure at which time the airways in the left lower lobe were to be treated. In examining the previously treated airways in the right lower lobe, the physician noted areas that appeared pale and had numerous areas of mucous. The mucous could not be easily suctioned. Bronchial lavage and airway biopsy samples were taken for microbiological and pathological examination. The procedure to treat the left lower lobe was postponed. Microbiology respiratory cultures confirmed "light growth (B)(6) in the rll tissue biopsy" and "heavy growth (B)(6) in the rll lavage sample". Additionally, the pathology report showed partial necrosis of the mucosa and submucosa in the bronchial biopsy samples (reflecting the thermal injury induced during the bt procedure). The physician noted that there was no impact on the patient's lung function and the patient had no symptomology or clinical presentation. The postponed procedure was rescheduled for (B)(6) 2012. An evaluation of the right lower lobe airways (treated during the first procedure on (B)(6) 2011) showed significant improvement of the mucosal injury pattern, although there was still some residual injury which the physician feels will likely improve. The physician specifically noted that there was no evidence of stricture formation. As before the patient had no symptomology or clinical presentation and there was no impact on the patient's lung function. The physician plans to wait for at least 6 weeks before the next assessment and potential treatment of the left lower lobe. Information regarding this patients medications was provided: the patient's medications include ics and laba (inhaled corticosteroid and long-acting beta agonist). Additionally the patient also takes an antihistamine (zyrtec d), and uses asmanex and ventolin prn. Patient is not on oral corticosteroids as controller medication. The following information provides a perspective on this event: the pathology findings are consistent with histological observations previously noted in dog airways at approximately 2 to 3 weeks post-bt. (B)(6) is present in anterior nares of 20-30% of population. Higher carriage rates seen in diabetics, injection drug users (idu), hiv or dialysis pts. Carriers have > risk of subsequent infection (christof von eiff, m.d., karsten becker, m.d., konstanze machka, m.sc., holger stammer, m.sc., and georg peters, m.d. Nasal carriage as a source of staphylococcus aureus bacteremia. N engl j med 2001; 344:11-16, january 4, 2001) it is known that there is a small but documented risk of introducing infections through bronchoscopes that might not be appropriately cleaned or disinfected (mehta ac, prakash ubs, garland r, et al. Prevention of flexible bronchoscopy-associated infection. Chest 2006; 128:1742-55). It has further been reported that infections with (B)(6) can impair mucosal healing (jervis-bardy j, foreman a, field j, wormald pj. Impaired mucosal healing and infection associated with staphylococcus aureus after endoscopic sinus surgery. Am j rhinol allergy. 2009 sep-oct; 23(5):549-52).

Manufacturer narrative:
Subject ID: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.